Event description:
The customer reported that both live and saved fluoroscopic images were uninterruptable. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb and related connectors were evaluated and reseated. The system was tested and found to be working as intended and returned to service.